Manufacturer narrative:
It was reported that the ventilator had a leakage. According to information from our field service technician, the problem has been solved. It was a consequence of the software update. No further issues have been reported after the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).